Manufacturer narrative:
A. Bremer et. Al. Vagusnervestimulering hos barn med farmakoresistent epilepsi. Tidsskr nor laegeforen nr.7, 2006; 126: 896-8.

Event description:
It was reported in an article studying the side effects of pts implanted with the vns device that one patient died less than a year after being implanted. The device had little to no effect on the pt's epilepsy. The death was determined to be a sudep. The author concluded that the death is not perceived as a side effect of vns, but a result of the pt's epilepsy. Good faith attempts to obtain additional info from the author of the article, including pt and product identifiers, as well as whether or not this event has been reported to the MFR previously, have been unsuccessful to date.